Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged damage to the battery compartment. In addition, it was reported that the cap was gritty; the reporter did not specify if the issue was with the battery cap or the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, the battery cap threads were stripped.